Event description:
It was intended to treat a severely calcified and excessive tortuous lesion in the common iliac artery with 95% stenosis degree. After several unsuccessful attempts to treat the lesion with different balloons a sterling balloon catheter (4/40) could pass the lesion but burst. Afterwards the passeo-18 5/40/90 balloon was inserted and inflated. During inflation the balloon failed. After withdrawal it was observed that the balloon was circular fractured. All pieces were removed by using a snare.

Manufacturer narrative:
The returned instrument was subjected to a detailed technical analysis and the corresponding production documentation was reviewed to establish whether a deviation from the manufacturing process could be the cause for this event. Further, the provided angiographic material was reviewed. The angiographic material contains the actual complaint event including the recovery of the distal fragment and the continuation of the treatment. The technical investigation of the returned passeo-18 revealed that the balloon has burst transversally and several deep scratches were found on the balloon surface near the fracture site. The review of the manufacturing history of the production lot did not reveal any nonconformity. The complaint instrument was manufactured according to specifications and successfully passed all in-process inspections as well as the final inspection, including both a leakage and pressure test. Based on the conducted investigations of the device being subject to this complaint, no manufacturing or material related root cause was determined. The transversal burst pattern was most likely induced by the curvature of the balloon in the target lesion.